Event description:
It was reported that a catheter broke during vertebroplasty. The device fractured approximately two centimeters from the handle during removal of the catheter. The broken catheter was removed from the needle using an unknown surgical instrument.

Manufacturer narrative:
It was initially reported that a plunger broke, but upon investigation, it was determined that a catheter snapped approximately two centimeters distal from the needle/catheter hub. While unknown in this case, breakage is possible when the bone cement hardens inside of the catheter and the catheter is bent during removal, often to avoid a fluoroscopy arm. If this bending force perpendicular to the axis of removal is too great, the catheter may snap. It should be noted that there are no known cases of catheter breakage causing serious injury to the patient. Device problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue.